Event description:
It was reported that in the pt's room 1 day after placing the catheter in the pt's right subclavian vein, the clinician found the medical solution was not lowing smoothly through the distal lumen. The user then tried but was unable to flush the lumen with heparin, nor could blood be aspirated through the distal lumen. The medical solution was then injected into the proximal lumen, but slight resistance was met in that lumen as well. The user tried a few more times to inject medical solution through the distal lumen which resulted in the bursting of the catheter. As a result, an intravenous drip was used, and the catheter was placed on a loop outside the insertion site, with the body sutured directly onto the pt's body. It was noted that there was no catheter separation. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).